Event description:
The customer reported that the device shut down unexpectedly while performing a shift check on battery power. The battery was then difficult to remove. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.